Event description:
While the hospital nurse and olympus sales representative were looking at hospital equipment, they switched on the olympus light source that was connected to the olympus endoscope. When the light source began feeding air into the scope, liquid propelled from the endoscope's air/water valve and struck both the hospital nurse and the olympus sales representative in the eye. They immediately flushed their eyes for 15 minutes and were treated by an opthalmologist. The opthalmologist prescribed tobradex, an antibiotic with steroids for treatment of the chemical conjuctivitis that both the sales representative and nurse contracted. The opthalmologist expects that the chemical conjunctivitis would heal without residual effects.